Event description:
It was reported that this physician experienced difficulty inserting an is-1 lead into the header of this device. Mineral oil was used and the terminal pin was successfully interfaced. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1lead into the header of this device.